Event description:
It was reported that the patient was unable to get good charge connection on their implantable neurostimulator (ins) for approximately 2 months. Due to the patient¿s inability to charge the ins battery went into a power-on-reset (por) state which was not successfully cleared. Confirmation of any overdischarge (od) situation was unable to be obtained (but ¿appeared to be in an od¿) as the patient was preparing for surgery as their physician had decided to do a device pocket revision. It was also noted that due to the uncertainty of the being able to bring the ins battery out of the od condition, the physician decide to replace it. The patient stated that they tried to charge before the surgery but was unable to. Patient symptoms of less than 50% therapy relief (at the device pocket) were reported as a result of the event issue. During the surgery, it was observed that the ins appeared to be tilted in the pocket. Following the surgery, that patient was reported as having no issues getting a good connection and was receiving effective therapy. It was noted that the explanted ins was kept by the hospital per policy and was not returned to the manufacturer for analysis. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).